Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. Isi has requested the vessel sealer extend instrument for failure analysis investigation but at this time the instrument has not been returned. If additional information is received, a follow-up MDR will be submitted. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image or video recordings are available for review. This complaint is reportable due to the following conclusion: during a da vinci assisted transverse colectomy surgical procedure, the vessel sealer extend grips did not open and were clamped and could not be opened with the use of the emergency grip release function. Although the surgeon used another instrument to burn the tissue, the surgeon had confirmed that the tissue he burned was insignificant and there were no sutures or any medical intervention rendered to address the issue.

Event description:
It was reported that during a transverse colectomy surgical procedure, the vessel sealer extend (vse) instrument locked onto the tissue and would not release. The customer stated that the surgeon opted to burn through the tissue since it was a tissue that he could cut. Intuitive surgical, inc. (Isi) contacted the surgeon and obtained additional information regarding the reported event: the surgeon stated that he was trying to address a minor ooze on the omentum with a vse as he was dissecting. The vse locked on tissue and would not release. They swapped the control to the other arm and switched back to the vse. Still, the issue persisted. The generator was repowered, and still, the vse did not unclamp. Then the release slider was used; however, the tab broke. As a result, the surgeon decided to burn the tissue around the vse with the fenestrated bipolar forceps. The surgeon confirmed that the tissue was trivial, and he was not concerned about burning that. He also confirmed that he did not have to repair the omentum and was not worried about an issue secondary to this event. The surgeon then used a backup instrument and completed the procedure without further problems. The surgeon stated he believes the instrument was set aside to be sent to isi for evaluation. It was confirmed that there were no system-generated errors. However, the instrument did unclamp once it was removed from the patient.